Event description:
It was reported that externalized conductors were observed during a device change out. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. The patient condition was stable after procedure.